Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the complaint investigation. Olympus hmi results 1st sampling: non - conform. Sampling date: on (B)(6) 2025. Sampling from: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: 3 colony forming units (cfu) of peribacillus sp; and >80 colony forming units of agrobacterium radiobacter; cellulosimicrobium funkei; and cellulosimicrobium sp. Olympus hmi results 2nd sampling: non - conform. Sampling date: on (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: 1 coagulase negative staphylococci; 1 staphylococcus haemolyticus; 2 bacillus species; 17 cellulosimicrobium funkei. Olympus hmi results 3rd sampling: conform. Sampling date: on (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: 1 dermacoccus nishinomiyaensis; 1 cytobacillus sp. The device was evaluated where an additional potential adverse event was confirmed. Where the most probable cause of the complaint is cause traced to user, which indicates that the adverse event is caused partially or wholly by the user of the device including sample handling. Based on the results of the investigation, olympus confirmed foreign material was present within the device, (air/water cylinder (tube) has foreign objects, suction cylinder has foreign objects, air/water tube has foreign objects, channel-tube has foreign objects, and auxiliary jet channel has foreign objects.) But the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for unspecified quantity of enterobacteriaceae, non-fermenting gram-negative bacteria, and pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. There were no reports of patient harm.